Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when performing the first set of ablations, the electrodes came off the probe (approximately 25%). Electrodes were still attached to the patient's esophogus. To correct the condition, the doctor removed the remaining electrodes using a biospy forsepts. Patient had a normal recovery. The patient was prepped for the procedure and under anesthesia. The patient did not experience any injury such as perforation, stricture, or bleeding. The user also did not experience any injury. Surgical intervention was not required. There was no or fire. Patient gender, age, weight, and comorbidities could not be provided. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found that the electrode had torn and then came off the patty. The investigation isolated the failure to the damaged electrode, but a root cause could not be identified. The failure is consistent with some type of external object damaging the electrode. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured.